Event description:
Customer reportedly received results of 206 mg/dl and 96 mg/dl within 10 minutes on the aviva system. High blood glucose symptoms were reported with these results. Customer reports eating canned pears and peaches but reported symptoms did not improve. No adverse event reported. Requested return of suspect device and replacement was sent.